Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that delivery system got stuck during the attempt to advance it over the guide wire. As reported, the delivery system sheath was flushed several times. Reportedly, the vascular stent became prematurely deployed during the last flushing of the system with the safety clip still in place. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned delivery system confirmed the reported impossibility to advance the guide wire through the delivery system. During the functional testing, flushing of the guide wire lumen could be performed even though a leakage at the proximal luer port was identified. After flushing of the device, a patency test with a hydrophilic-coated 0.035" guide wire could be performed without issue. As reported by the customer, the stent became prematurely deployed with the safety clip in place without activating the deployment mechanism. On the basis of the evaluation of the sample, the reason for the premature stent deployment could not be determined. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. Improper flushing of the device prior to use may contribute to this type of event as this can cause high friction between the guide wire and the guide wire lumen. In addition, a hydrophilic-coated guide wire may become stuck in the system if not kept wet throughout use. High friction between the guide wire lumen and the guide wire also may lead to stent dislocation during advancement of the delivery system resulting in premature stent deployment. On the basis of the evaluation of the returned device and the information available, a definite root cause for the reported event could not be determined. The IFU states: "prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Also the IFU states: "the bard e-luminexx vascular stent is only compatible with a 0.035" (0.89 mm) guide wire." And "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." (B)(4).

Event description:
It was reported that delivery system got stuck and became kinked during the attempt to advance it over a hydrophilic-coated guide wire (size 0.035" and 180 cm length) outside the patient. The intended stent placement site was the sfa. As reported, the delivery system sheath was flushed as per IFU several times. Reportedly, the vascular stent became prematurely deployed during the last flushing of the system with the safety clip still in place. There was no patient involvement and no reported patient injury.